Event description:
Admitted to hosp. The plastic tube was logged in the pt's heart which was to be removed as soon as possible to prevent stroke or heart attack. Tube fractured off port. Part still on metal housing, the major part in pt's heart. Since the porta catheter incident, pt is experiencing shooting pains in their chest, as well as shortness of breath during very light excercise periods, as well as during climbing stairs. Pt does know what their abilities were before the port incident and that they are now, extremely different. In 1996, pt was well aware that something was seriously wrong when their nurse attempted to take a blood draw through port and pt was experiencing severe pain when the nurse attempted to inject pt in this area. Dr gave pt a prescription to have an x-ray taken immediately. Three days later at 10:30am, pt's oncologist called them at home and informed pt that they were in extreme danger and would be required to be hospitalized immediately. Dr called pt at 12:30pm, and informed pt that he made arrangements for emergency admittance to the hosp. Dr also spoke to pt's spouse and informed spouse that pt was in danger of a possible heart attack or stroke and that pt should be extremely careful and not exert self. Immediately upon entering hosp room, a heart monitor was placed upon chest, and a few mins later a portable x-ray machine was rolled into pt's room and another set of x-rays were then taken. Approx 3:30 pm, dr (heart specialist) spoke to spouse and self. Dr stated that he examined pt and viewed their x-rays, and had made a medical determination. Two days later, pt was once again taken to surgery, in order to have the remaining part (port) removed by surgeon. Since the surgery, pt now has numbness in their finger tips, and pt is also experiencing extreme difficulty sleeping. Rptr has also lost some circulation in their right arm. The severe anxiety, mental anguish, as well as the psychological stress that pt has had to endure over the last several months, no one should have had to endure.